Manufacturer narrative:
H3 device evaluation summary device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) has been completed. The reported problem (damaged connector, intermittent response buttons) has been confirmed. Upon investigation, the electrode belt would not communicate with a monitor. The cause for the failure was isolated to an open rear pulse wire, an open black (main batt) wire, and an open orange (+5v) wire in the trunk cable. The root cause for the open wires was excessive force on the cable. Monitor sn (B)(4) was evaluated at the distributor for intermittent response buttons. The monitor passed all functionality testing and was not returned to zoll for evaluation. The cause of the intermittent response buttons was unable to be positively identified. No adverse event resulted from the open wires nor the intermittent response buttons. Device manufacture date: electrode belt sn (B)(4): 07/26/2013 reuse. Monitor sn (B)(4): 12/05/2012 reuse.

Event description:
A us distributor returned electrode belt sn (B)(4) and monitor sn (B)(4) to zoll and reported that the belt had a damaged connector and the monitor had intermittent response buttons.